Manufacturer narrative:
Medtronic received the following information from the journal article entitled; late complications after hybrid aortic arch repair. Hyun-chel joo, young-nam youn, joon ho kwon, jong yun won, do yun lee, young-guk ko, donghoon choi and kyung-jong yoo. J vasc surg 2019 10.1016/j.jvs.2019.01.058. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia stent grafts were implanted in patients for hybrid endovascular treatment of thoracic aortic aneurysms and type b aortic dissections involving the distal arch, and arch ulcer/intramural hematoma. The following events were reported: serious injury: sepsis pneumonia rupture cva renal failure pulmonary complications rtad sine fistula (aortoesophageal and aortopulmonary) infection re-intervention.